Event description:
It was reported that the patient¿s health care provider (hcp) went into the pump port and performed a ¿drawback¿ test and found they were not getting any cerebrospinal fluid (csf), thus the patient was told the pump was not delivering medication to his spine. The patient noted having problems with the pump ever since it was implanted, and he went through ¿harsh withdrawals¿ after implant because he was on a fentanyl patch when the pump was first implanted and the pump was therefore set at a ¿low percentage.¿ the patient noted every time he went to the hcp, they increased the amount of drug because he had never felt any pain reduction and the medications were being under-delivered. The patient noted being told that the pump was working because the right amount of medication was in the pump when they take out the old medicine and put in the new medicine, and all the pump readings had been correct, thus a catheter issue was suspected. The patient stated his pump was either off or was set at a low rate, and he was put on other medications approximately 1 to 2 months ago. The patient stated his hcp did not plan to do any further testing, thus he was still trying to decide if he wanted to replace the pump or the tubing. The pump was delivering fentanyl, bupivacaine and dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011 explanted: product type:catheter, UDI: (B)(4), ubd: 2012-12-11. (B)(4) no longer apply. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2018-dec-05. It was reported that the hcp said there was probably a kink or a break in the catheter, but the patient didn't want to do anything with the catheter. It was noted that this was in "2012 or 2013 and then they put saline in the pump." No further complications were reported or anticipated.